Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The device was returned with the pre-loaded wire guide, however the shaping wire was not returned with the device. The returned device was evaluated based on the customer's complaint of a bend in the distal end of the catheter noted prior to using the device. Our evaluation confirmed the report on catheter kinked at the distal end. A visual examination of the tip was performed and the distal tip of the catheter is kinked and there is also a kink in the cutting wire. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device is shipped with a metal shaping wire in the tip of the device. With the shaping wire in place excessive pressure would be required to invoke a kink in the catheter during shipping, handling or removal. In an effort to clarify the issue experienced by the user, the area representative was contacted to provide additional information. In this information, it was indicated that the user experienced incorrect orientation as a result of the condition of the device. The description of event states: "the distal tip of the sphincterotome was noted to be bent when the package was opened." Based on this information, the kink/bend in the device was observed prior to placing the device in the endoscope. Without an evaluation in an endoscopic view, assessment of proper orientation cannot be made. Further analysis of the returned device was completed in response to the allegation of incorrect orientation. The sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). Due to the kink/bend in both the cutting wire and catheter, difficulty was experienced passing the tip of the device through the wire lock. The catheter exited the endoscope with the cutting wire facing 11 o¿clock. The device was then bowed and the cutting wire was facing 10 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed. It was confirmed that the cutting wire would not orient correctly due to the kink at the distal end of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the most likely cause of the allegation of incorrect orientation is the kinked catheter which potentially resulted from the handling process or manual formation of the distal end by the user. The user said there was a bend in the distal tip when the device was removed from the package. Care should be taken when removing the device from the packaging to prevent bends or kinks in the device. The instructions for use advise the user: ¿upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip.¿ the instructions for use advise the user: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device.¿ the instructions for use also contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." "Do not flex or bow tip beyond 90 degrees, as this may damage or cause cutting wire to break." Over bowing the catheter may also cause damage to the distal end of the device. A kink at the distal tip of the device could result in incorrect cutting wire orientation. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
As reported to customer relations: "the distal tip of the sphincterotome was noted to be bent [incorrect cutting wire orientation] when the package was opened. They used another device for the procedure." On 03/06/17, the area representative indicated the cutting wire was incorrectly orientated when asked clarification on the event description.